Manufacturer narrative:
Complaint conclusion: as reported, difficulties arose during withdrawal and the tip of a 5f 100 cm sim 2 tempo aqua diagnostic catheter broke off during super selection in a cerebral angiography procedure. Surgical retrieval of the detached catheter segment was performed by the orthopedic surgery team. There was a reported patient injury; however, the patient is presently in good condition. The device and its packaging were undamaged before opening, and it had been stored and prepared per the instructions for use. No contralateral approach was employed. At the target site the vessel showed mild calcification, no tortuosity, and 20 % stenosis, while the access vessel demonstrated no calcification or tortuosity, no stenosis, and bifurcated without an acute angle. The catheter was removed from its packaging and manipulated via the hub by pulling and torquing. The catheter was not entrapped at any point during the procedure. The user was trained in the device¿s use. The device, cath tempo aqua 5f sim 2 100cm, was received nonsterile, coiled inside a clear plastic bag. Upon unpacking for evaluation, the catheter was found with two kinks on the body shaft approximately 34 cm and 57 cm from the distal end, and an additional kink on the distal tip area. The distal tip was separated, but the separated piece was not returned for analysis. Inspection of the separated edges using a vision system revealed evidence of elongation, fatigue lines, and plastic deformation consistent with twisted tension, indicating the application of a tensile or twist force that exceeded the material¿s yield strength prior to separation. Dimensional analysis conducted near the damaged areas confirmed that both outer and inner diameters were within specification. The reported ¿brite tip/distal tip-separated¿ was seen during the product evaluation. However, the reported ¿catheter (body/shaft)-separated¿ could not be substantiated because it cannot be evaluated in laboratory environment and procedural films were not provided. Evaluation results provided evidence that suggests a twisting force that exceeded the material¿s yield strength was applied prior to separating. Therefore, excessive manipulation to withdraw the catheter is a possible cause of the event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. To prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a 5f 100 cm sim 2 tempo aqua diagnostic catheter broke off during super selection in a cerebral angiography procedure. Surgical retrieval of the detached catheter segment was performed by the orthopedic surgery team. There was a reported patient injury; the patient is presently in good condition. The device and its packaging were undamaged before opening, and it had been stored and prepared per the instructions for use. No contralateral approach was employed. At the target site the vessel exhibited mild calcification, no tortuosity, and 20 % stenosis, while the access vessel demonstrated no calcification or tortuosity, no stenosis, and bifurcated without an acute angle. The catheter was removed from its packaging and manipulated via the hub by pulling and torquing; difficulties arose during withdrawal, though the catheter was not entrapped. Imaging of the event was retained by the operator, and the user was trained in the device¿s use. The device will be returned for evaluation.